Event description:
The father of the pt reported that the pt was admitted to the hosp in 2006 due to blood glucose levels of over 600 mg/dl. The pt's normal blood glucose is around 140 mg/dl. During the day of the incident, the pt experienced thirst, nausea, vomiting, and headache. He could not eat, but he drank plenty of fluids. He changed his infusion set and bolused 8 units of insulin and his blood glucose remained high. He then injected 7 units of insulin via syringe and was taken to the hosp by his mother. Upon arrival at the hosp, the pt's blood glucose was 478 mg/dl and he was given i.v. Fluids and an insulin drip. He was diagnosed with a high white blood cell count and ketoacidosis. Several attempts were made to follow up with the pt to troubleshoot, but no contact was made. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.